Event description:
Bayer case number: (B)(4). Pain [pelvic pain female]. Initial pain in lwoer left abdomen [abdominal pain lower]. Essure coild had migrated into uterus [partial expulsion of device]. Dibilitating anxiety [anxiety]. Depression [depression]. Bleeding [bleeding]. Pain in lower left abdomen [abdominal pain lower]. Intemittent post menopausal bleeding [postmenopausal bleeding]. Case narrative: the below report was received by health authority maude (reference number: mw5185458) on 15-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included testosterone, nortriptyline hydrochloride, lamictal (lamotrigine) and estrogen (estradiol, estradiol). In (B)(6) 2023, she experienced a first episode of abdominal pain lower ("initial pain in lwoer left abdomen"). In (B)(6) 2025 she experienced haemorrhage ("bleeding") and a second episode of abdominal pain lower ("pain in lower left abdomen"). Essure was removed in 2026. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), device expulsion ("essure coild had migrated into uterus"), anxiety ("dibilitating anxiety"), depression ("depression") and postmenopausal haemorrhage ("intemittent post menopausal bleeding"). The patient was treated with surgery (full hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of abdominal pain lower, device expulsion, the second episode of abdominal pain lower, anxiety, depression, haemorrhage, postmenopausal haemorrhage or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. [Ultrasound scan] (date unknown): essure coil had migrated into the uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal wasobserved with regard to the reported complaint reason. The risk management file wasreviewed andanupdatewasnotdeemedrequired.atechnical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number wereavailable. The most recent follow-up information incorporated above includes data received on: 15-apr-2026: no new information updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain [pelvic pain female], initial pain in lower left abdomen [abdominal pain lower] , essure coild had migrated into uterus [partial expulsion of device] , dibilitating anxiety [anxiety] , depression [depression] , bleeding [bleeding] , pain in lower left abdomen [abdominal pain lower], intemittent post menopausal bleeding [postmenopausal bleeding] . Case narrative: the below report was received by health authority maude (reference number: mw5185458) on 15-apr-2026. The most recent information was received on 27-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included testosterone, nortriptyline hydrochloride, lamictal (lamotrigine) and estrogen (estradiol, estradiol). In (B)(6) 2023 she experienced a first episode of abdominal pain lower ("initial pain in lwoer left abdomen"). In june 2025 she experienced haemorrhage ("bleeding") and a second episode of abdominal pain lower ("pain in lower left abdomen"). Essure was removed in 2026. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), device expulsion ("essure coild had migrated into uterus"), anxiety ("dibilitating anxiety"), depression ("depression") and postmenopausal haemorrhage ("intemittent post menopausal bleeding"). The patient was treated with surgery (full hysterectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of abdominal pain lower, device expulsion, the second episode of abdominal pain lower, anxiety, depression, haemorrhage, postmenopausal haemorrhage or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. [Ultrasound scan] (date unknown): essure coil had migrated into the uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.